Manufacturer narrative:
The ventilator is back in use after the defective part was exchanged. The part was not made available by the customer and, therefore, no investigation was possible. However, the rec'd info indicates that device was overheated, and that it was the cause of the burning smell. After replacing the current servo, the unit was put back into svc. Basing on the complaint description, the identified faulty part and our investigations of similar complaints, the most probable cause was the failure of capacitors on the current servo, which comprises of the printed circuit boards probably due to a current surge. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating and the burning smell. An improved current servo which withstands higher currents with an add'l protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare parts in 2002. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care ab provides prod failure investigation, analysis and resolution for the device described in this report.